Event description:
It was reported when using the pyxis medstation es system had failed storage space. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was intermittently due to a failure of the cubie. A field service engineer cleaned cubie trays, inspected the sensors, insep, latch, controller card connections and retractor band connections and re-seated all the connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.